Manufacturer narrative:
Date of initial report sent: 10/13/2009.

Event description:
Procedure type: eye surgery. According to the reporter: the patient received a sphere implant in 2009 and approximately four weeks post operation, it was noticed that the implant was exposed. At about 3 months later, the implant was not removed and was patched using the graft. At approx one month later, the doctor reported that the graft was now exposed. The surgeon is continuing to observe the patient and may have to remove the whole thing and do a dermis fat graft. The doctor has not reported a removal.